Event description:
It was reported that a one-link needlefree IV connector leaked. The reporter stated that device leaked during the infusion of chemotherapy using an unknown infusion pump. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.